Event description:
Reporter alleged blood glucose measured 305 mg/dl at 8 am compared to a result of 135 mg/dl at 8:02 am. Customer stated he took his normal 14 units of insulin before performing the back to back tests; however, he had no symptoms at the time. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.